Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump was squirting during the priming. The customer¿s blood glucose was unknown. The customer stated that the battery life not lasting as long and insulin pump was leak at that time. Customer also stated that new batteries make battery failed. Troubleshoot was not performed. The insulin pump will not be returned for analysis

Manufacturer narrative:
Insulin pump received with scratched lcd display window noted. Insulin pump passed displacement test, a21 error test, off no power test, self test. However insulin pump failed stop and run current due to corroded battery tube compartment and battery spring noted. (B)(4).